Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the oor has been known for years. The impedance has always been good.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient can go down with amplitude but then can not go up to the level she wants and needs. The environmental, external, and patient factors that may have caused the event were listed as "oor" (out of regulation). They have tried to reprogram a couple of times. The manufacturer representative (rep) started in (B)(6) 2024 and this was known before they started. For actions taken, they changed to a new ins model and this morning (B)(6) 2024) the patient woke up pain free and now she can go up and down as she wishes without the oor. The issue was resolved at the time of the report. It was noted that surgical intervention occurred as was indicated earlier in the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2: the country of the event is se. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See regulatory report 3004209178-2022-01607 for a previous report of oor and high impedance for this device/patient that resolved in 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was already returned and that the manufacturer representative (rep) was made aware of the surgery on aug 20 when they asked the rep for support on the case- in the or the decision was made to change the ins.

Event description:
Additional information was received. Implant date confirmed, was not before the use before date of the device.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 06.12.2024 12:05:22 cst pli# 10 product ID# 97715 h3: the implantable neurostimulator (ins), model# 97715 / serial# (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received indicated that medtronic was first aware of the information initially reported in report # on 20-aug-2024, and not 26-aug-2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.